Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having a tumor behind the eye . There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having a tumor behind the eye. There was no medical intervention required by the patient. Now, the manufacturer alleging that the allegation is product problem. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed. Corrected section b1 from both to product problem. Section h1 selected as product problem. In addition, appropriate code updated/corrected.